Manufacturer narrative:
Technician found the roller bearings were worn-out in the brake block. Tech replaced worn parts and checked functions of the brake and steer to resolve the issue.

Event description:
Technician alleged the brakes do not hold. No injuries reported. Unit was found in the bed shop.